Event description:
It was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m1 segment) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21l143av) and experienced bleeding during the procedure. The embotrap was allegedly used as per the instructions for use (IFU). Continuous flush was done. Concomitant devices are unknown. There was an attempt made to remove the target thrombus with the complaint device, but the thrombus was not able to be removed and bleeding occurred. The thrombus was ¿in the severe hairpin curve, which was hard and was not removed.¿ no further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that a patient underwent mechanical thrombectomy of a middle cerebral artery (mca) (m1 segment) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537/21l143av) and experienced bleeding during the procedure. The embotrap was allegedly used as per the instructions for use (IFU). Continuous flush was done. Concomitant devices are unknown. There was an attempt made to remove the target thrombus with the complaint device, but the thrombus was not able to be removed and bleeding occurred. The thrombus was ¿in the severe hairpin curve, which was hard and was not removed.¿ no further information is available. The device was discarded; therefore, no further investigation can be performed. A review of the DHR records confirms that there were no issues with the assembly of the lot 21l143av. Hemorrhage secondary to vascular injury is a well-known potential complication associated with the use of the embotrap iii revascularization device in mechanical thrombectomy procedures. With the amount of information available and without procedural films, it is not possible to determine the root cause of the event. However, there are patient and procedural factors including vessel characteristics, clot burden, device selection, and mechanical manipulation of devices within the artery that may have contributed to the event rather than the design or manufacture of the device. Intracranial hemorrhage is a condition which can cause permanent damage/death or may require additional intervention to prevent further/permanent injury. Furthermore, the relationship of the embotrap iii to the reported event cannot be excluded. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.